Event description:
Forty days post implantation of the lvad there were four electrical faults in one hour. One event occurred while ambulatory and three events occurred while in bed using an ipad. All batteries were removed and checked at the time. The controller was exchanged with no more faults. There was white powder observed on the controller pin in the 10 o'clock position. There have been no further alarms reported since the exchange of the controller.

Manufacturer narrative:
The lvad remains implanted. It was reported that the controller is being returned, but has not yet been received. Analysis of the log files showed the four electrical faults and it showed "'sys_front_phase_a_open' ."

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The pump ((B)(4)) remains implanted and will not be returned to the manufacturer for evaluation. The controller ((B)(4)) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported 'electrical fault' event was confirmed via review of the controller log files. Thorough external visual inspection of the controller revealed no signs of physical damage or visible contamination; functional testing revealed that the device performed per specifications. The reported malfunction is most likely due to an open connection on the front phase (a) wire that goes from the controller to the pump via the driveline connector or a contamination of the driveline connector. However, there were no foreign materials on the driveline connector. Applicable risk documentation and experience with events of similar circumstances were considered; events with electrical faults are many times attributed to a foreign material contamination on the driveline connector resulting in a partial loss of electrical continuity. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The returned controller did not exhibit foreign material on driveline pins. The driveline and power connections were secure and reliable with the test-bed devices. The returned controller passed functional testing. The logs show multiple electrical faults for "sys_front_phase_a_open" faults that have been linked to impedance problems of driveline contact contamination. This type of issue is currently under investigation by the manufacturer via the corrective and preventative actions process. Controller returned on (B)(4) 2014.